Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: end user reported that 6-7 inches of air passed through the ail detector on the alaris pump. The pump didn't alarm and that is when it was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 27-jun-2022. H6: investigation summary sample was returned and investigated. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set during visual inspection. The infusion completed after approximately two hours. There were no irregularities observed. The customer complaint that 6-7 inches of air passed through the ail detector could not be replicated. The probable cause of the report that air passed through the pump module undetected can be attributed to air boluses being smaller than the single air bolus detection setting of 250 l. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: end user reported that 6-7 inches of air passed through the ail detector on the alaris pump. The pump didn't alarm and that is when it was reported.